Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient faced one infusion set cannula was bent and the patient faces symptoms when he take meal at 5:30 pm the blood glucose was 159 mg/dl and at 7:30 blood glucose was go up . The site of location is abdomen. The blood glucose level was upto 369 mg/dl.the infusion set is long for 6 hours and patient also noticed insertion when cannula is given on first day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.